Event description:
It was reported that, "patient had one 6.5 cannulated screw broken. The screws were removed & the surgeon put in a bi-polar hip. The screws were discarded.

Manufacturer narrative:
Device discarded by the hospital. No evaluation will be performed. If additional information becomes available, it will be reported on a supplemental report.